Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had a fall that was unrelated to the device or stimulation. The patient fell on the ipg area and subsequently the wound dehisced. The device was removed and the patient is looking forward to be re-implanted in the future as they were receiving effective pain relief prior to the device removal.